Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. Patient reported that her device was not working at all. She had tried every setting, all 4 programs and adjusted every setting as high as it can go. Patient stated when she adjusted it to a higher setting, it almost hurt because she thought it might help but it didn't. Patient indicated that when she first had the device, she noticed a 100% improvement and that it was the best thing since "sliced white bread in the grocery store". She talked to the healthcare provider (hcp) and they recommended botox. She did not want to pursue that route because she did not want to shoot poison into herself. There were no further complications that have been reported as a result of this event.